Manufacturer narrative:
Device available for evaluation: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving baclofen via implantable pump. It was reported that the patient had an infection so the system was explanted in (B)(6) 2020 (date unknown). It was unknown if there were external factors. A culture was performed for the infection. The issue was resolved and the patient was without injury at the time of the report. The explanted devices were discarded as the rep was not aware of the explant when it occurred. The patient's medical history and weight were asked but will not be made available.